Event description:
During operation several pumps failed giving error code "rev-rel." The staff started hand cranking the arterial pump and was able to maintain a radial artery pressure of 70 torr. They shut down all of the power to the pump and restarted it. All pumps came back on line. Bypass was terminated without incident. There was no pt injury.